Event description:
It is reported that during pre-test and inspection of an electric pen drive on (B)(6) 2013, it was discovered the unit would turn on automatically and then overheat when plugged in. Device was not used in a surgical procedure, no patient involvement, no harm to user reported. This is 1 of 1 report for this event.

Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The source of the manufacture date is the device history record review. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. It was reported that the hospital complaint that the electric pen drive drill turns on automatically and overheats could not be confirmed.